Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815 - 2017-01341. It was reported the patient was feeling a stinging parasthesia between the pocket and midline incision. X-rays showed the leads had migrated out of the epidural space into the pocket. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy was achieved following the procedure and the issue is resolved.